Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, it is possible the foreign material might have remained since the device had a physical breakage, and the reprocessing has not correctly been implemented in line with the IFU. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) processes provided by the customer, where the following deviation from instructions for use (IFU) was found: the customer could not confirm whether there was a delay between the procedure and precleaning. If there is a delay in precleaning, the IFU requires the user presoak the endoscope in detergent solution before manual cleaning. The customer did not presoak the endoscope in detergent solution. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material on the plastic distal end cover. There were no reports of patient involvement.